Event description:
It was reported to the sales rep that during the case the locking screw that was being used went off trajectory and cross threaded a little bit. The surgeon saw no issue backed out the screw and washed out threading piece and screwed back in.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.